Event description:
A healthcare professional reported that, during implant advancement the trailing haptic stuck on the posterior surface of the injector and the device came into contact with the patient's eye. The surgery was completed during the same procedure and the device was not retained. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).